Manufacturer narrative:
The cartridge was discarded and not available for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet."

Event description:
A report was received on (B)(6) 2023 from the dialysis nurse of an inpatient hospital regarding a 68-year-old male medical surgical patient with unspecified pathology, who stated the cartridge luer connector broke during a hemodialysis treatment and blood could not be returned to the patient on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the nurse stating that there were no symptoms or medical intervention required and treatment was terminated without rinseback.